Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: calcification, tortuosity, 90% stenosis, use of force. Device evaluation: the stent was positioned on the balloon as per specification. The 9th and 10th proximal stent segments were raised, deformed and stretched in a distal direction. The balloon pillow folds were open and disturbed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 12 mm length driver sprint coronary stent to treat a lesion in the cx with moderate tortuosity and moderate calcification. The target lesion was pre-dilated once using a 2.0 mm x 15 mm balloon, up to 10 atms. Ninety percent stenosis remained following pre-dilation. The driver sprint stent failed to cross the lesion and damage was noted to the stent struts. Force had been used in an attempt to deliver the device. The device had been inspected prior to use with no abnormalities noted. The target lesion was treated using another stent. No clinical sequelae were reported.